Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the unintended movement ¿ clip open while locked could not be determined in this incident. It should be noted as per the instructions for use, intended use section states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+, hence this is an off-label use of the device. However, it cannot be definitively confirmed, if the off-label device use contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening after deployment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+ with thin leaflets. One clip (90619u196) was advanced and after establishing final arm angle and releasing the pin to deploy, the clip opened to approximately 30-40 degrees. Both leaflets remained attached to both clip arms however the clip was mobile. A second clip was implanted central to the first clip, stabilizing the first clip. A third clip was implanted, reducing tr to 3. Post procedure, the first clip remained stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.